Event description:
A customer reported receiving a ¿sensor ended¿ error message with the adc device and experienced symptoms described as ¿slobbering¿ and sweating. The customer had contact with a healthcare professional who obtained a laboratory result of 33 mg/dl and provided unspecified medication for the diagnosis of hypoglycemia. A post-treatment glucose result of 88 mg/dl was reported and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.